Event description:
Pt in or for port-a-cath removal due to malfunctioning. Surgeon immediately realized upon removal that port-a-cath had separated and one portion was floating in heart verified by fluoroscopy during procedure.